Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the desktop charger resolved the patient's inability to use the ins. No patient complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4). All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin had bent and the patient could not use her spinal cord stimulator because of the bent pin. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.